Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's drg system lead was replaced because the lead had migrated from the original placement at t7, and the patient was not receiving effective stimulation therapy coverage.